Manufacturer narrative:
Additional information was received that the patient was explanted due to the infection. The physician did not believe the infection was device or procedure related, but instead due to the patient's immune system. The patient was reportedly doing well following the procedure. Additional suspect medical device components involved in the event: model # sc-8216-70, serial # (B)(4), description: artisan 2x8 paddle lead (lim), 70 cm the explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation for the ipg and paddle lead revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the ipg and paddle lead found them to be satisfactory.

Event description:
A report was received that the patient has an infection over the lead site. The patient was put on antibiotics.

Event description:
A report was received that the patient has an infection over the lead site. The patient was put on antibiotics.